Event description:
It was reported that during a cryo ablation procedure using a polarx fit balloon catheter the patient experienced phrenic nerve palsy. The patient's left side pulmonary veins were treated with no issue. While treating the right inferior pulmonary vein (ripv) a decrease in the diaphragm activity was detected when the catheter reached its minimum temperature of -68c. The physician stopped ablation when the system's diaphragm movement sensor detected the decrease. At this time the procedure was cancelled, and the right pulmonary veins were left untreated. No further information was provided regarding the patient status/condition. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.